Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a recent fall, the patient experienced ineffective therapy. Diagnostics revealed that the patient's c2 lead exhibited high impedances. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
08apr2026 j. Watson: additional report needed for product investigation.